Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 insulation was off of the tip of the jaws. Nothing fell in the patient. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula. There were no resistance noted while inserting the harvesting tool into the cannula. No additional incisions or procedures required due to the reported failure. No procedural delay. Case was completed with the same device. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/07/2023. An investigation was conducted on 03/16/2023. A visual inspection was conducted. Signs of clinical use and charred material was observed on the jaws. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. A lot history record review was completed for lots 3000294365, 3000293823, and 3000291157 the last 3 lots shipped to the account prior to the event/aware date. For the lots # 3000294365, 3000293823 and 3000291157 - the lots # 3000294365, 3000293823, and 3000291157 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.